Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it seemed that the ventricular connection site was much shorter than it was supposed to be leading to multiple instances of disconnections in patients. This then led to shunt failure and repeat surgeries.